Event description:
The customer states that the monitor does not show red alarm when abpline falls on the floor when disconnects from patient at patient side. The monitor does show a red alarm when abpline stays on bed height when disconnects from patient at patient side.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.